Event description:
Ir biopsy fluoro guided left transpedicular biopsy of the l4 vertebral body. Biopsy needle broke, approx 7.5 cm length of retained needle. On (B)(6) 2012, attempted removal of broken biopsy needle. Needle could not be removed because it was lodged extremely solid. Then, dissected down to the bone circumferentially around the needle, then was elected to bite the needle right up to the exit from the bone and flushed to the bone such that it could not cause any problems.